Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited noise and high pacing impedance measurements greater than 2,000 ohms. The lead safety switch (lss) was also triggered, and as a result the configuration was changed from bipolar to unipolar. The pacing lead impedance in unipolar was approximately 500 ohms. Boston scientific technical services (ts) reviewed device data and recommended obtaining a chest x-ray and performing additional troubleshooting. No adverse patient effects were reported.